Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, when the patient presented in the clinic for a routine follow up, loss of capture and loss of p-wave sensing were observed on the right atrial lead. An in-office evaluation revealed that the lead was dislodged. The lead had fallen into the right ventricle, and atrial pacing intermittently captured the ventricle. The patient suffered no side effects due to dislodgement. Lead repositioning was performed successfully on (B)(6) 2019. The patient was stable throughout the procedure and was discharged in stable conditions.